Event description:
It was reported that during advancement of a coil (subject device) through a microcatheter, resistance was noted and the coil prematurely detached from the delivery wire when attempting to pull it back. The delivery wire was removed and the coil, which was inside the vessel and outside the microcatheter, was successfully removed with a goose neck snare. This was the first and only coil to be used, and the procedure was stopped. The same microcatheter had been used previously with a guidewire. The patient was not negatively impacted by this and the patient status is ok.

Event description:
It was reported that during advancement of a coil (subject device) through a microcatheter, resistance was noted and the coil prematurely detached from the delivery wire when attempting to pull it back. The delivery wire was removed and the coil, which was inside the vessel and outside the microcatheter, was successfully removed with a goose neck snare. This was the first and only coil to be used, and the procedure was stopped. The same microcatheter had been used previously with a guidewire. The patient was not negatively impacted by this and the patient status is ok.

Event description:
It was reported that during advancement of a coil (subject device) through a microcatheter, resistance was noted and the coil prematurely detached from the delivery wire when attempting to pull it back. The delivery wire was removed and the coil, which was inside the vessel and outside the microcatheter, was successfully removed with a goose neck snare. The patient was not negatively impacted by this and the patient status is ok.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned with the introducer sheath and an unknown snare device. A portion of the proximal end of the delivery wire and the proximal contact of the delivery wire were within the introducer sheath when received. Blood was also noted within the introducer sheath and on the device. The proximal contact was intact. The delivery wire was kinked, likely due to handling damage during use. The main coil was separated from the delivery wire at the detachment zone. The main coil was also severely stretched next to the main junction, and the stopper coil at the distal end of the delivery wire was bent, an indication that the coil separation was from physical breakage and not via electrolysis. This issue is associated with a product that meets all design and manufacture specifications and was used in accordance with the directions for use, but device performance was limited due to procedural factors/operational context encountered during use.